Event description:
I had the essure procedure done about 5 years ago and ever since I have been in constant pain, had weight gain, hair falling out, acne, irregular menstrual cycles, dizziness, lightheaded, numbness in hands, high blood pressure, etc.